Manufacturer narrative:
Hyperpigmentation is an expected reaction from laser treatment, but the treatment settings for the patient's skin type were not followed per clinical guidelines (user error). Patient was given silvadene and aloe for preventative post care treatment. There was no problem found with the laser during service evaluation. This user error incident is reportable.

Event description:
Patient experienced redness and hyperpigmentation due to user error because treatment settings were not followed per clinical guidelines.